Manufacturer narrative:
A review of the device history record for the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. A visual and functional inspection was performed and found a detachment component between the tubing and the valve. The root cause can be attributed to the manufacturing process. The reported condition was confirmed however there is not a trend therefore the complaint will be used for tracking and trending purposes to assess the need for formal corrective/preventative actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported, during use, the line disconnected at the section that is inside the pump, causing leaking. There was no patient harm.

Manufacturer narrative:
G 4 date received by manufacturer updated to march 5, 2020.